Event description:
It was reported that the user experienced hypoglycemia with a recorded blood glucose of 56 mg/dl while using the ilet system with a dexcom g7 and cd infusion set; the user treated with oral glucose and subsequently performed an infusion set and supply change, after which glucose values returned to range. Symptoms included no reported clinical manifestations despite low glucose. Outcomes included transient hypoglycemia that resolved with self-treatment without emergency care or hospitalization. Investigation included user education and troubleshooting regarding insulin delivery and an infusion set change. Investigation of this case revealed no identifiable cause for the hypoglycemic event. It was concluded that the event was user-managed, with glucose recovery following oral glucose and device supply change, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.